Event description:
It was reported that the right atrial lead was dislodged during the procedure to explant the device for normal battery depletion. The right atrial lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). The inner insulation was kinked/buckled, was melted, had cosmetic environmental stress cracking, and was breached cut. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched. Visual analysis noted the lead had apparent explant damage.